Event description:
Invacare was made aware on january 28, 2026, of an incident involving a 6291-jr walker that occurred on (B)(6) 2024. It was reported that while the end user was using the 6291-jr walker, the front left leg of the walker broke causing her to fall to the ground. When she fell forward, the metal piece of the walker went through her arm, resulting in 16 stitches. She also sustained fractures to her lumbar (compression fracture of l2) and thoracic region.

Manufacturer narrative:
The subject walker was manufactured in 2018 making the unit approximately 6 years old at the time of the incident. The reporter advised the walker had been purchased in 2021. Additional information has been requested including how and where the walker was being used when the incident occurred. At this time no further information has been received. Without this additional information, the underlying cause of the incident and if a malfunction occurred cannot be determined the dual release walkers 6291 series user manual advises the life of the product when used in accordance with the safety instructions, maintenance intervals and care instructions is five years. Maintenance and inspection should be done at least every six months. As part of the maintenance, regular inspection of parts including hardware, brackets, and plastics, for deformation, corrosion, breakage, wear or compression is recommended. Replace the walker if any of these conditions exist. At this time a return is not anticipated. If additional information is received, a follow-up will be filed.